Event description:
The facility reported a colleague infusion pump with a failure code of 810:11 . This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known that it occurred in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a air in line (ail) board out of calibration. The ail board was recalibrated to correct this condition this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has received similar reports for the reported problem.